Event description:
Patient admitted to general neurology after imaging showed cervical spine lesion. Admitted for workup. Patient underwent bedside lp [lumbar puncture]. Csf [cerebral spinal fluid] culture originally showed no growth, but on day 5 resulted as "growth detected", presuming contaminant. To our knowledge, this would be the third patient in the space of a week with csf culture results showing concern for contamination (two completed by our team, and one completed by ed staff). We have reviewed our procedures and have identified no recent changes, missteps, or errors in procedure. Recently, we have been using new lp kits that are different from our typical supply after we experienced a shortage of the older, typical lp kits.